Manufacturer narrative:
The device was repositioned to outside the body and is currently being used as a temporary pacemaker. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. The device was explanted and is currently being used as an external temporary pacing system. While the patient was hospitalized for treatment, the patient had a cardiac arrest due to ventricular tachycardia. The patient will be upgraded to an implantable cardioverter defibrillator (ICD) at a later date when the infection clears.

Manufacturer narrative:
The device was fully explanted and removed from service. No further information is available. This report will be updated if more information becomes available.

Event description:
Additional information was received that this device was fully removed from service as a temporary pacer. A new pacing system was implanted with no adverse patient effects reported.